Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: hernia. 2009; 13 (suppl 1): s73¿s104. (B)(4).

Event description:
It was reported in a journal article with title: efficacy of the dynamic repair of large abdominal wall defects with proceed mesh in a general hospital in mexico city. The objectives of the study was to compare the efficacy and safety of the intraperitoneal onlay technique with proceed mesh (ethicon) and the onlay technique with polypropylene mesh for the treatment of large abdominal defects in the surgery department. A total of 110 patients were included. The control group included 55 patients with onlay technique and the experimental group included 55 with intraperitoneal onlay technique (ipom) with proceed mesh (ethicon). In the intraperitoneal onlay technique group (ipom), reported complications included wound dehiscence, infection, fistulae, bowel obstruction, seroma, aponeurotic defect, and recurrence (3%). It was concluded that the proceed mesh is safe and effective when used for the reparation of large abdominal wall defects.